Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during an unspecified procedure, the user used the scope and the stent which not an olympus product was removed from the patient .the user dropped the stent in the duodenum and stated that it can pass naturally without any issue. The scope was reprocessed twice after the procedure. The subject device was used on the second patient and reported that when the user was trying to suction, it was determined that the stent was in the suction housing. The user removed the stent with the channel cleaning brush, cultured the scope and the stent and reported that it was fine. The representative stated that there was no known patient harm or injury reported due to the event.